Manufacturer narrative:
Product ID: 3775, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient died on (B)(6) 2013. The cause of death was unknown. It was stated that the patient died in his sleep. The reporter believed that the patient was on "some many medications for the last 5 years that his heart could not take it anymore." Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
It was reported that the patient died on (B)(6) 2013. The cause of death was unknown. It was stated that the patient died in his sleep. The reporter believed that the patient was on ¿some many medications for the last 5 years that his heart could not take it anymore.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.